Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, radiographs revealed wear. A revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.